Event description:
Boston scientific crm received information that this lead exhibited high, out of range pacing impedances.

Event description:
New information received indicates that surgical intervention was performed and the lead surgically abandoned.

Manufacturer narrative:
Attempts to recreate the high impedances with pocket manipulation, isometrics and movement were unsuccessful. An x-ray was obtained and did not reveal anything. No changes were made to the system and the patient will be monitored.

Manufacturer narrative:
This lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.